Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure. According to the complainant, during the procedure, the device had misfired. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned capio¿ slim revealed that the device did not have any visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the assigned complaint investigation conclusion code for this event is not confirmed - returned.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a procedure. According to the complainant, during the procedure, the device had misfired. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.